Manufacturer narrative:
Follow-up # 1 (03/07/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)/2013, the reporter contacted lifescan (B)(4), alleging inaccurate results of "117 mg/dl and 171 mg/dl" performed with the subject meter within 20 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.